Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1806708, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Fragmentation testing is performed according to procedure to evaluate any particulates generated by the injector after ten activations, when mated to other components. Fragmentation testing was reviewed for the reported lot and results were found to be acceptable. Retained samples of lot 1806708 were evaluated, no foreign matter was observed and fragmentation results were within specification. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that a small amount of gel-like foreign matter was observed floating in the bd phaseal¿ optima injector (n35-o) after drawing up hazardous medication. The reconstituted drugs affected were "cyclohexamide and herceptin", while the non-reconstituted drugs affected were "paclitaxel / certuximaband" and "lartinual". This complaint was created to capture 1 of 5 related incidents of this event. The following information was provided by the initial reporter: "the same incident has happened five times this week. The incident is an unidentified particulate/substance is floating within the hazardous drug preparation syringe . Drugs effected: reconstituted drugs : cyclohexamide and herceptin non reconstituted drugs : paclitaxel / certuximab and a new experimental drug "lartinual." Syringes 60 cc syringes and 30 cc syringes. When the pharmacy tech withdraws drug from a hd vial a non uniformed shape gel like substance is witnessed in the syringe. The colour is stated as clear with a gel like appearance. Size is half to one quarter of a baby finger cuticle . The unidentifiable particulate/substance appears to be floating in the hazardous drug syringe . Over time it tends to settle down to the syringe plunger then disappear. Pharmacy technicians demonstrated concern if I the particulate/substance can co exist in the hd vial ? Three pt were shown how to filter from vial, syringe and infusion bag as supported by optima procedure manual ."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a small amount of gel-like foreign matter was observed floating in the bd phaseal¿ optima injector (n35-o) after drawing up hazardous medication. The reconstituted drugs affected were "cyclophosamide and herceptin", while the non-reconstituted drugs affected were "paclitaxel / certuximaband" and "lartinual". This complaint was created to capture 1 of 5 related incidents of this event. The following information was provided by the initial reporter: "the same incident has happened five times this week. The incident is an unidentified particulate/substance is floating within the hazardous drug preparation syringe. Drugs effected: reconstituted drugs: cyclophosamide and herceptin non reconstituted drugs: paclitaxel / certuximab and a new experimental drug "lartinual". Syringes 60 cc syringes and 30 cc syringes. When the pharmacy tech withdraws drug from a hd vial a non uniformed shape gel like substance is witnessed in the syringe. The colour is stated as clear with a gel like appearance. Size is half to one quarter of a baby finger cuticle. The unidentifiable particulate/substance appears to be floating in the hazardous drug syringe. Over time it tends to settle down to the syringe plunger then disappear. Pharmacy technicians demonstrated concern if I the particulate/substance can co exist in the hd vial? Three pt were shown how to filter from vial, syringe and infusion bag as supported by optima procedure manual."